Event description:
It was reported to philips that the device had a problem during the self test. There was no patient involvement. The customer called and spoke with a philips representative. The customer reports that during the self-test, the defibrillator displayed an error message: "maintenance required". The customer was informed that the parts are no longer available as the device has reached end of life. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was sent the end of life terms and the device remains at the customer site.